Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and instructed to continue using it. The customer was advised to call back if the malfunction code recurs, and they acknowledged and understood the instructions.